Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier: excessive force.

Event description:
It was reported that the procedure was to treat occlusion in the right subclavian artery. There was resistance during advancement with the guiding catheter and during the procedure the black coating of the command guide wire detached from the core of the wire. There was resistance with the guiding catheter during removal and force was applied. The separated portion of the wire was left under the intima of the subclavian artery. A snare was attempted to retrieve the separated portion; however this was unsuccessful. The patient was observed continuously but was not hospitalized. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the guide catheter during advancement and removal. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the wire, when resistance was met, contributed to the reported separation. The separated portion of the wire remains within the anatomy. It was reported that force was used when removing the guide wire. It should be noted that the command 18 instructions for use states: ¿do not: push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the force applied appears to be a responsible clinical response to the difficulty encountered; therefore, no follow up letter will be issued. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. G2: report source added, other. G2: other report source updated from na to national medical products administration.

Event description:
Subsequent to the initially filed report it was reported that the tip of the wire was inserted into and remains in the intima of the subclavian artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the guide catheter during advancement and removal. Factors that may contribute to difficulty advancing or removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the wire, when resistance was met, contributed to the reported separation. The separated portion of the wire was embedded into the anatomy. It was reported that force was used when removing the guide wire. It should be noted that the command 18 instructions for use states: ¿do not: push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the force applied appears to be a responsible clinical response to the difficulty encountered. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B5: describe event or problem updated. H6: health effect clinical code 2687 removed, 3165 added. H11 additional mfg narrative: revised.